Event description:
The customer reported that screening cell #2 of biotestcell 3 reacted false positive with a patient sample. The sample that had caused the false positive result was sent to us for quality control, but none of the supposedly defective product was returned. The sample was re-tested in our quality control laboratory with our retained sample of biotestcell 3 using the gel method and the tube technique. The sample reacted negatively. Further tests were performed with biotestcell 3 and enzyme in the tube technique and with enzyme treated reagent red blood cells of a competitor. During at these tests the sample showed positive reactions. Due to the small amount of the sample a further identification of a supposed antibody was not possible. Furthermore the allegedly defective product was tested with controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident